Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the device change out procedure, this right ventricular (rv) lead was surgically abandoned due to high impedance threshold measurements. At this time, the exact measurements are unknown. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the pacing impedance measurements were greater than 2000 ohms with intermittent capture at the maximum amplitude and pulse width.